Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings:investigation revealed moisture behind the display lens and on multiple internal pump components. The pump powered on to a blank display with functional auditory features but non-functional vibratory features. Investigation for the complaint could not be completed due to moisture damage.

Event description:
It was reported that on (B)(6) 2011, the patient experienced blood glucose (bg) of 1.8 mmol/l with a seizure. The reporter stated that she treated the patient with a glucagon injection and juice. She noted that about an hour prior to the reported incident, the patient's bg had been between 16 and 17 mmol/l. She also stated that the patient continued to experience low bgs during the week following the seizure. During one instance, the reporter stated that the patient's bg was 15 mmol/l, the patient was treated for the elevated bg with the pump, and within an hour the patient's bg was 2 mmol/l. The reporter stated that the patient's health care provider (hcp) was not contacted regarding any of the low bg episodes. A review of the pump history indicated that all settings and histories were correct. The reporter noted that the insulin to carbohydrate ratio and the insulin sensitivity factor were adjusted in september by the patient's hcp. Troubleshooting indicated that insulin stacking may have contributed to the reported low bgs, as the pump history indicated that boluses were being given for all carbohydrates, including those consumed to treat low bgs. The reporter denied any site/set issues, except for bent cannulas on rare occasions. The reporter stated that the patient had completed an antibiotic regimen earlier in the month, and had also recently increased his activity level. Customer support recommended that the patient's hcp be contacted to discuss treatment of low bgs. There were no mechanical issues found with the pump. The pump is not being returned at this time, and there has been no further reported incident.